Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a minimum fill message during the load process. Reportedly, the cartridge was filled with 100 units of insulin. The customer's blood glucose level was 247 mg/dl, which was addressed with a correction bolus. Recommendation was made by tandem technical support to fill the cartridge with at least 120 units of insulin. The customer loaded a new cartridge successfully.